Event description:
It was reported that preoperatively to an unspecified surgical procedure, it was observed that the packaging was inadvertently damaged; therefore, interfering with the sterility of the device. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2026 d4: batch # the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a99068, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2026. D4: batch #unk. Investigation summary: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photos show packaging with lot number a99068 and code ech60s. The tyvek was observed to be damaged; this damage compromises the sterility of the product. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.